Event description:
It was reported that the table locks did not actuate when the technologist released the foot pedal, causing the tabletop to unexpectedly moved in both lateral and longitudinal directions without resistance (free float). The issue was discovered during set-up while the inhibit switch was activated and the foot pedal was no longer depressed. According to the technologist, the issue was intermittent because locks would eventually engage after activating the inhibit switch multiple times. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall

Manufacturer narrative:
Ge field engineer (fe) evaluated the system and was able to reproduce the reported float. The fe also found that the locks would also intermittently engage after a few mins with no action from the operator. Further investigation by the fe revealed that the opto-coupler or the transistor in the printed circuit board (pcb) was leaking, leading to the malfunction. The fe replaced the pcb and verified that the locks were operating according to specifications.